Event description:
This is filed to report leaflet injury. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and wide jet on anterior 2 and posterior 2 leaflets (a2/p2) for a mitraclip procedure. The first clip (30113r1049) was difficult to grasp both leaflets, and was repositioned and eventually was deployed. The 2nd clip (30217r1011) had difficulty grasping medial a2/p2. There were a lot of chordae, which made it difficult to grasp. After several grasps a flail and perforation of the posterior leaflet was observed in the echocardiogram from the 2nd clip. Additionally, there was difficulty maintaining leaflet capture. The posterior leaflet slipped out several times. The clip was eventually removed and discarded. The mr was unchanged. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure associated with leaflet grasping and capture cannot be determined. Unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (unchanged) appears to be related to procedural conditions associated with positioning failure. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.